Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013 and remained in fault mode until the (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed. The technical log detected an in range patient impedance which may suggest the device was attached to a patient, a shock was delivered. The device records self-test fails due to a low battery between (B)(6) 2016. Investigation found the reported fault can be attributed to a depleted pad-pak. There were no ten minute time outs recorded in the history log, it is therefore assumed the customer returned the device in response to field safety corrective action. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The returned pad-pak was found to be depleted beyond any use, this would account for the low battery fails recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.